Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant products: 383059 implantable pacing lead, (B)(6) 2007. (B)(4). Evaluation summary: the device met <(><<)>99.9% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was previously reported via alternative summary reporting that the device had possible premature battery depletion. The device was explanted and replaced. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.